Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via manufacturing representative reported feeling a sensation of pins and needles where their implantable neurostimulator is implanted. The patient stated that when they turn their device off, the pins and needles sensation goes away. They noted that the pins and needles sensation is not always present, even if the stimulation is on. The patient was to schedule an appointment with their manufacturing representative for further troubleshooting and possible reprogramming. The patient was implanted for lumbar radiculopathy and spinal pain. No further complications were reported/anticipated. Additional information was received from the patient. It was reported that the patient's ins over was overheating and that was why they had it removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the unit was removed on (B)(6) 2018, and a new one was implanted. No further complications were reported.